Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube. Unable to perform auto mode or functional testings due to blank display.

Event description:
The customer reported via phone call that they were unable to enter auto basal. The customer's blood glucose was 321 mg/dl. The customer reported that there was issue with the insulin pump. The troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to corroded battery tube. Unable to perform auto mode or functional testing due to blank display.